Event description:
Customer was asleep and unresponsive. They requested water and was agitated. Readings of 117, 161, 156, 183, 117 and 170 mg/dl were received with the freestyle flash. Comparison readings were taken with a freestyle meter with results of 59, 61, 56, 70, 45 mg/dl. Paramedics were called and pt was transported to the hosp. Dextrose treatment was provided at the hosp. Pt was readmitted to the hosp after emergency room treatment as they went into shock.